Event description:
It was reported that a malfunction alarm occurred with a displayed code of malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump and issue was resolved with pump reset.